Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. At the tip of the instruments one of the two catches is missing. The broken off part was not enclosed. We made a visual inspection of the fracture surface of the broken off catch nose. Here we found the typically signs of a forced fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 3 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. We assume that the surgeon spread the downtube not completely with the removal key ans mentioned in the IFU of the device, so that the catch broke off during removal. Based upon the investigations results a CAPA (CAPA (B)(4)) was initiated. The reporting decision is based upon the review of retrospective cases concerning the reported failure mode / product code. The review revealed that the reported failure mode has led to patient harm in the past. This incident was already reported under MDR-number 9610612-2020-00471. Due to permanent monitoring this was reopened and now reported as a reportable incident under new MDR number 9610612-2020-00565.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the retaining lugg broke off during surgery. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00565 ((B)(4) + sz378r), same incident.